Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown pca cup. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision of pca hip. Stem was loose. Trident liner cemented in pca monolithic cup. Cone conical for the replacement stem.

Manufacturer narrative:
An event regarding alleged loosening involving a unknown pca cup was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Revision of pca hip. Stem was loose. Trident liner cemented in pca monolithic cup. Cone conical for the replacement stem.